Event description:
Preparation of the device went fine. Physician performed balloon angioplasty in the pda (native vessel) prior to treating the graft with the guardwire. Inserted the guardwire at 13:09 and inflated to 5mm to occlude vessel, and it held. Pt tolerated the occlusion for approx 7 minutes and showed bradycardia at 13:16. During the attempts to deflate the balloon in response to the ischemia, the wire was improperly loaded into the adapter and was kinked. The wire was cut within 30 seconds and the guardwire deflated immediately. The guardwire was removed and another one opened at 13:22. A temporary pacemaker was brought in to steady the arrhythmia and the second guardwire was used to finish the case. The pt's prior diagnostic went smoothly.